Event description:
A surgeon reported two pts with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional info has been requested. There are three medical device reports associated with this event. This report is for the left eye of the second pt.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/21/2009, 09/24/2009, and 09/29/2009 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).